Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to acquire a 12 lead ECG. There was no negative patient impact. The device was evaluated by a philips fse. The reported symptom could not be reproduced. The device passed all required testing and remains at the customer site for use. The reported symptom could not be reproduced. We are unable to determine the cause of the reported symptom.